Event description:
It was reported that the patient with a tactra malleable penile prosthesis stated that he always has an arc in his penis, and when he tries to move it, it pivots and bends to the left. No revision surgery has been scheduled. No additional information was provided.